Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the battery voltage decreased faster than expected and reached eri prematurely. No abnormal charging history or therapies were noted and the output was nominal.

Manufacturer narrative:
The reported field event was verified in the laboratory. The device was analyzed and found to be normal. The battery was sent to the manufacturer for further evaluation. An inernal short in the battery was found to be the cause for the premature battery depletion.